Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus (B)(4), that it was found the image of the subject device was not displayed. The occurrence date of the event is unknown. There was no patient injury associated with this report..

Manufacturer narrative:
The subject device was returned to the service department of (B)(4) but has not been returned to omsc. The service department of (B)(4) checked the subject device for evaluation. It was found the camera cable break of the subject device which occurred disappearing the image. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the communication failure between the subject device and video processor due to the destroyed electronic circuit of the subject device with the water invasion from the perforation of the camera cable. The perforation/hole of the camera cable might have occurred due to the reprocess or storage of the subject device with tweezers, forceps, scalpels, etc. If additional information is received, this report will be supplemented.